Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "internal comm failure- 1474" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(4) for evaluation. The reported malfunction was duplicated and the smart pneumatic module board was replaced to remedy the malfunction. Analysis for reports of this type has not identified an increase in trend.